Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, a 5f mynxgrip vascular closure device (vcd) would not deploy. The sealant wouldn¿t come out of "tube". There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). The device was used in a diagnostic procedure the deployer was mynx certified. The vcd was used with a non-cordis sheath. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged with the black handle. The syringe was not received for evaluation, and the stopcock was found in the open position. The advancer tube and the sealant remained in their manufactured positions. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Dimensional analysis was performed to verify the distance between the proximal and distal tamp locks. The measurements were noted to be within specification. Per functional analysis, a simulated deployment test to ensure the functionality of the returned device was performed. The shuttle advanced completely without issue, and the advancer tube was observed to be properly engaged with the proximal tamp lock during the device failure investigation. Furthermore, the sealant was deployed successfully. Per microscopic analysis, the tamp locks were inspected under high magnification for damages that may have prevented the advancer tube from engaging with the proximal tamp lock during the procedure, and no damages were found to the tamp locks. Additionally, the split of the outer cartridge was identified. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not deploy. The sealant wouldn¿t come out of "tube". There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). The device was used in a diagnostic procedure the deployer was mynx certified. The vcd was used with a non-cordis sheath. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.